Manufacturer narrative:
Trackwise #(B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 tip broke off into the patient's lower left leg. Breakage occurred during branch transection. A piece of the silicone insulation broke off. No resistance was noted while inserting the harvesting tool into the cannula. The tunnel was irrigated and closed. No additional incisions were required. A few minutes were needed to retrieve and remove the broken piece. The doctor was able to retrieve the tip without any harm to the patient. The case was finished by using another vh-4000 device. No harm to patient.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 tip broke off into the patient's lower left leg. Breakage occurred during branch transection. A piece of the silicone insulation broke off. The piece of insulation (silicone) was successfully retrieved using the jaws of the hp2 device as a grasper. No resistance was noted while inserting the harvesting tool into the cannula. The tunnel was irrigated and closed. No additional incisions were required. A few minutes were needed to retrieve and remove the broken piece. The doctor was able to retrieve the tip without any harm to the patient. The case was finished by using another vh-4000 device. No harm to patient.